Manufacturer narrative:
The reported events were lead dislodgement and sensing anomaly. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. The reported event of sensing anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damage consistent with that occurring at the time of the procedure.

Event description:
During follow-up, low sensing values of the right ventricular (rv) lead were noted. Diagnostic imaging was performed which revealed the rv lead was dislodged. The rv lead was explanted and replaced and the patient was in stable condition.